Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop and low speed events that were captured in the submitted log files. Additionally, a specific cause for the elevations in pump power and estimated flow captured in the submitted log file could not conclusively be determined. The pump was returned assembled with the driveline cut 1¿ from the pump housing and the distal portion was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (graft, bend relief, and outflow elbow) was also not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the heartmate ii lvas revealed no evidence of depositions or thrombus formations. Electrical continuity testing was performed and all wires were found to be electrically intact. Shield breakdown was observed 5¿ through 6.5¿ from the metal connector. Visual examination of the wires revealed breaches in the brown and black wires 5.25¿ from the pump housing. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of any compromised wires made simultaneous contact with the braided shield, the resulting electrical short to ground would have caused the reported pump stoppages on battery power. The heartmate ii lvas IFU is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported by vad coordinator, that the patient was believed to have a short-to-shield. Log file analysis observed unsustain power and flow elevations on (B)(6) 2019 and. Power was measuring 8.1 - 8.3 watts while the estimated flow was reading 10.9 lpm. The power and flow appeared to return near the baseline for the remainder of the log file. It was also noted that a low voltage advisory was seen but it appeared to be routine. No other unusual events were noted within the event history and the pump appeared to be functioning as intended. The log file captured no evidence of any type of percutaneous lead issue. On (B)(6) 2019 - it was reported that the patient underwent a pump exchange for what was reported to be a short-to-shield issue.